Event description:
It was reported the lead could not be inserted into the header block. The setscrew was backed out on several attempts and tried to reinsert lead, but ended up backing the setscrew all the way out. A different implantable neurostimulator was used and worked fine. The lead went in fine and impedances were normal. The patient recovered without sequela.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator model 3058, serial #(B)(4), showed the set screw was backed out too far and removed from the ins. Analysis of the torque wrench, model unknown, wrench accessory, serial # unknown, showed no anomalies. (B)(4).